Event description:
It was reported that on (B)(4) 2010, the patient underwent a posterior interbody fusion at l5-s1 using rhbmp-2/acs within a cornerstone cage along with actifuse and morcellized autograft and allograft as well as placing rhbmp-2/acs directly into the disc space. In 2012, the patient was diagnosed with foraminal stenosis and as a result required extensive medical treatment. The patient reportedly suffered injuries and damages, including but not limited to, ectopic bone growth, an inflammatory reaction to infuse, chronic pain, and daily severe disabling pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient presented with following pre-op and post-op diagnosis: symptomatic l5-s1 spondylolisthesis with previous de compressive surgery; and underwent following procedure: l5-s1 minimally invasive surgery, transforaminal revision interbody decompression fixation and fusion utilizing ipsilateral 10 x 26 peek intervertebral body grafts filled with rhbmp-2/acs, bone graft, additional intervertebral body graft consisting of morsellized autograft rhbmp-2, bone graft, left sided pedicle screw rod fixation, intratransverse bone graft consisting of autograft, bone graft, right sided percutaneous rod and screw construct, intraoperative pedicle screw emg (microscope). A perop notes: ".. The graft was then filled with rhbmp-2/acs, bone graft rotated and tapped forward along the midline nicely. A copious amount of other autograft rhbmp-2 was placed topically or posterior and medial to the graft.. No complications were reported.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.